Event description:
The facility reported a colleague infusion pump which experienced failure code of 808:07. It is unknown when or at what point in the process this condition occurred. Review of the device event history determined that this condition interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Corrected information: review of the device event history determined that the reported condition occurred on (B)(6), 2010 and not the originally reported occurrence date of (B)(4), 2010.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:07. The root cause was determined to be a defective pump head module. The pump head module was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).